Event description:
20x15 temno needle would not slide through guide needle-needle was taken directly from package and would not slide. Opened an additional 20x15 temno and the biopsy needle slid right through the guide needle. FDA safety report ID # (B)(4).